Manufacturer narrative:
Internal reference: (B)(4). Attempts to obtain patient information have been unsuccessful. No tests/laboratory data available. The implant or explant dates are not applicable to this device.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported, during an after use inspection of the manufacturer's diagnostic device, it was observed the distal tip glue was coming off from the transducer. Additional information provided the procedure was an av access venous case. After the first run the physician observed the tip appeared as though it had delaminated or that glue had separated from the device. The tip was not deformed nor separated from the device. The procedure was successfully completed with a second of the same make and model. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. This product problem is being reported because there is a potential for harm if material is missing from the device.